Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 as lvp 20d 1.2m sets were blocked/occluded during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "can you please provide the available lot number? (10)20096797 expiration 2023-09-21. How many of the 4 reported incidents belong to this available lot? Unknown ¿ only 1 rn saved the packaging. 4 incidents were reported, can you please provide the dates for these events? There have been 6 total on 1/20, 1/21, and 1/23 ¿ most involving priming beyond the filter and 2 infusing already primed tubing that had been paused for a period of time then became occluded. Do you have any adverse events to report as a result of this product failure (if so, please provide details, patient involvement, patient identifiers and dates.) No".